Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the rep was working with pt's programming today to address oor issue and stimulation intermittency that has been occurring since feb 4. No falls or trauma. With clinician app, they are hitting oor at 3.4ma when caller trying to reprogram pt on group a with 2 anodes, 2 cathodes, 330us and 55hz, 1 octad lead for occipital pain (lead on back of head). Caller notes that #7 electrode is >40k and caller rec'd a notification about impedances on electrodes #4 and #6 upon interrogating the ins today that impedances were off for these three electrodes. Caller took these electrodes out of programming and is still getting limited to 3.4ma on tablet. Caller has tried other electrodes and tried putting bipole on one program and bipole on another but this didn't resolve issue. Tss had caller add one cathode to programming which allowed them to go up to 4.4ma on intensity which pt could feel strongly so stim was decreased to 3.6ma. However pt still felt stimulation intermittently. No cycling programmed. With 0 as reference electrode, 0/2=1260, 0/3=1320, 1/5= 1370, 2/3=930, 2/5=1020. With 4 as reference, all pairs around 1000 with highest at 1370 ohms (4/6=1030 ohms). With 6 as reference, imped range from 950 to 1340 ohms. #7 showing all >40k. Caller also measured impedances with pt's head in different positions but this didn't create any differences in impedances. While imped with all but #7 appearing normal range, tss reviewed that initial cp app notification about electrodes 4 and 6 is suspicious and to avoid those in programming (which caller was generally doing). However, oor seems premature given the settings and given presence of a new open circuit today (#7), tss suggested waiting and seeing how pt did with therapy on new programming and seeing how that went with possible need for revision if therapy continues to be intermittent and impedances become a larger issue. Starting last friday (feb 4), pt seeing settings not available on controller and pt unable to go past 3.4ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative changed the patient's programming on (B)(6) 2022 to not use electrode 7; however, the patient was not getting as much relief. The patient was programmed a <(>&<)> b group with electrodes 0, 2, 4, and 6 being used; however, the patient can only go up to 3.2-3.4 milliamps. An impedance check showed around 1010-1400 ohms or so. The manufacturer representative exited the session and the patient was able to go up to 5.5 milliamps without issue. The cause of electrode 7 being out of range was not determine. An x-ray on (B)(6) 2022 confirmed that the lead has not migrated. The patient was reprogrammed around contacts 4, 6, and 7 which resulted in acceptable coverage, but minimal pain relief. The issue has not bee resolved. The patient is being scheduled for a lead replacement; however, the date is unknown.